Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with (B)(4) bluetooth device was performed and passed. Functional testing was performed and the device passed all relevant testing. The share data log was reviewed with no loss of connection observed. The reported customer complaint was not confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.